Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported attempting to apply an adc freestyle libre sensor and being unsuccessful due to the inserter not firing. As a result of being unable to monitor glucose levels, customer experienced dizziness, a seizure, and a loss of consciousness and was unable to self-treat, requiring treatment of "glucose injection and humalog kwikpen for treatment. There was no report of death or permanent injury associated with this event.